Event description:
During the operating room (or) case, bd alaris pump module alarmed "channel error" message. The infusion was running lidocane. The end user proceeded to confirm error, the channel stopped delivering medication due to error, and end-user removed the tubing set out of the module. Approximately 20-30 min later it was discovered that the entire bag of the medication was delivered to the patient.